Event description:
It was reported: patient with broken screw at l3 right side and 2 loose screws at l3 and l5 left side. Construct from l3 to s1. No patient pain. No bone graft was used. Revision surgery planned.

Manufacturer narrative:
This report will be amended when our investigation is complete.